Manufacturer narrative:
Further information was provided that there was no failure and the customer only requested a preventive change of batteries.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device batteries are expired. There was no reported patient involvement.